Event description:
Spinal anesthesia kit failed. No injury or adverse effect to pt. Occurred three times over a three month period. Product was returned to MFR and replaced with the same type of kit. No failures since the three incidents reported.